Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional atrial fibrillation ablation procedure. Reportedly, there was resistance felt when inserting the proglide device over the wire and the plunger popped back as the device was inserted. The plunger was unable to be depressed at all. A new proglide device was used; however, the same issue occurred. A new 7fr sheath was used and a new proglide device was successfully pre-placed. The sheath was upsized to a 16.8fr and the interventional atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the guide wire was prolapsed or bent in the vessel creating the resistance. This would explain two devices with the same issue, but when the sheath was changed, the guide wire would have been repositioned as well. The inadvertent pop back of the plunger is likely attributed to the resistance causing a handling change and a glove catching the back end of the plunger. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: the additional device referenced in b5 is filed under a separate medwatch report number.